Event description:
It was reported by the customer's mother that she cannot get through the filling procedure since the pump does not continue when she wants to rewind. Customer's blood glucose level was 7.3 mmol/l. Customer's mother stated that when she presses the act button, it does not react, but with all other features, the act button does react. Pump did not drop/bump but he went through a scan today and the pump was in the same room on the table. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No prime anomaly was noted. All of the buttons functioned properly. No damage was noted on the keypad traces. No unlocked keypad connector was noted. The insulin pump had minor scratches on the display window and a scratched reservoir tube window. The motor was tested outside of the device and passed.